Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the customer called to inquire why on the transmitted report there are no asystole episodes listed. It was noted the ventricular tachycardia (vt) episode is consistent with a ventricular tachycardia, but the asystole episodes reviewed showed oversensing and undersensing. The electrodes many not be making consistent contact with good tissue. The device remains in use. No patient complications have been reported as a result of this event.